Event description:
Patient was sent to ER for evaluation post-op to evaluate hypotension during procedure. A CT was performed and report indicated patient had a retroperitoneal bleed. Company representative met with physician to discuss case and gather more information. Physician mentioned that the patient is doing fine. However, no further information could be obtained despite good faith efforts.